Event description:
Information was received indicating that a smiths cadd-legacy 1 pump stopped working and displayed alarm code 1870. It was also reported that the infusion was life sustaining and was resumed using a backup pump. There was no reported injury to the patient.

Manufacturer narrative:
H3: one cadd legacy 1 pump was returned for a "1870 error code/ service due" issue. The stated issue was verified and the device was repaired. The error code was cleared and the faulty motor causing it was replaced. The device was calibrated and the software was installed. The device then passed all functional and delivery tests.